Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No button error alarm was noted. However, the insulin pump had intermittent button response. The insulin pump had a cracked reservoir tube lip, missing end cap sticker and a peeling and damaged address and serial number label. No data was available for data analysis due to the insulin pump being received without a battery installed. The insulin pump passed the delivery volume accuracy test.